Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4: batch # 456c35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45d reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. The device articulates when the firing trigger is actuated. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the shifter plate was noted broken around the pin hole. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 456c35, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2023. D4: batch # a9d879. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: could you please provide more details regarding: "stapler would not fire but did articulate faster than normal in both directions"? Answer; when pressing the dark grey firing trigger, the device did not fire, it articulated in both directions. Was the articulation activated without using the articulation buttons? Yes the device articulated when the firing trigger was pressed or, did the articulation continued after releasing the articulation buttons? Na. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Rep ((B)(6)) replying as it was reported to him from the surgeon and scrub tech. *please note the correct hospital that this occurred at was (B)(6) hospital the surgeon operates at both facilities but this device error happened during a case at (B)(6) hospital. A manufacturing record evaluation was performed for the finished device lot/batch number, a9d879, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the thoracic surgery procedure that upon firing the stapler with a gold reload, the stapler did not fire but did articulate faster than normal in both directions. The surgeon was able to open the device and return back to center and removed from patient. Upon another try, the same situation occurred. The device was removed from patient and will be sent back for analysis. Another device with same lot number and expiration dating was then opened and utilized without any issues. No patient consequences reported. No further information is available.